Event description:
It was reported that during an implant procedure, the physician implanted the right ventricular lead and then could not manipulate the right atrial (ra) lead for positioning because it seemed like the silicone from the two leads may have stuck together. The physician pulled on the ra lead to remove it, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).